Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Visually examined. Photographic images made.

Manufacturer narrative:
Device #3: additional information received that indicated this component was removed during the revision surgery; however, no complaint was stated against this device and no catalog/lot number information was provided. Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00746, 00849. This event occurred in (B)(6).

Manufacturer narrative:
This component is not commercially available in the u.s. And, therefore, did not require this medwatch report. This event occurred in (B)(6).